Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was displaying a black with a box requiring a password. A field service engineer found that during diagnosis, the hard drive cable was found unplugged. After reseating the cables, the customer confirmed the station was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, displaying a black screen with a box requiring a password. The customer stated that this malfunction occurred in middle of the surgery the station keeps shutting down. However, there were no delay or adverse events or injuries reported based on this event.